Manufacturer narrative:
Device evaluation of battery pack sn 86417528 has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A u.s. Distributor reported that a battery would not power on a monitor.